Manufacturer narrative:
(B)(4). 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that a broken or detached needle or cannula occurred. The sensor was inserted into the unknown insertion site on unknown insertion date. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.